Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
The advocate of the customer from (B)(6) reported that a blood glucose reading of 104 mg/dl was obtained on a contour next link 2.4 meter. Upon retesting with a different meter, the reading obtained was 204 mg/dl. The insulin dosage was lowered due to the low reading. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.